Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to perform the occlusion, priming, and excessive no delivery test due to the compromised force sensor system error alarm. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked case and cracked battery tube threads.

Event description:
Customer reported via phone call no delivery alarm and compromised force sensor system error alarm. Troubleshooting for no delivery was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.